Event description:
Attorney alleges following implantation, plaintiff developed injuries which included a disease or disorder. Particulars of the injuries include: capsular contracture, breast pain and deformity, silicone leakage, autoimmune disease in the form of immune reaction to silicone, interference with immune system and development of silicone syndrome, development of serum abnormalities, joint pain, development of photosensitivity, dry eye and mouth syndrome, rashes, kidney pain, inflammation of kidneys and lungs, chronic fatigue, insulin dependant diabetes, memory deterioration, cosmetic damage, anxiety, nervousness, depression, eosinophilia, headaches and dizziness.